Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed start sensor after warm up. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined.